Event description:
Patient was revised to address pain and lack of motion with malpositioning of the components.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event; however, provided information stated poor device positioning contributed to the patient pain and lack of motion. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.